Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were not reproduced but were confirmed during a review of the event history log. Evaluation found the ultrasonic sensor had low fluid numbers. Low ultrasonic readings have been known to contribute to false air in line alarms. The upstream sensor was calibrated to correct this condition. (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the air in line message in the mother/baby care area. Any patient involvement, injury or medical intervention is unknown.